Event description:
Initial information was received on (B)(6) 2013 from a consumer. This (B)(6) year old female consumer used colgate zig zag toothbrush ab and the bristles fell out causing one to become stuck in her throat. She began using the toothbrush three times a day on (B)(6) 2013. Subsequently, she experienced the event on (B)(6) 2013. A physician was consulted and the bristle was removed from her throat. A laryngoscopy was performed to ensure all bristles had been removed. Use of the toothbrush was discontinued on (B)(6) 2013. At the time of this report, the consumer had recovered. This case is referenced as (B)(4).